Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with straie and epithelial growth inferiorly in both the eyes post treatment. For both eyes, flap lift, stretch and rinse was performed. Bandage contact lens was placed in both the eyes. Zymaxid medication was increased to six times a day. On (B)(6) 2013, patient developed grade 1 diffuse lamellar keratis (dlk) in the both eyes. Predforte dosage was increased to once every hour for both eyes. Follow up was done next day for evaluation & possible lift. On (B)(6), patient developed dlk grade I in both the eyes after epithelial removal and striae stretch was done on (B)(6) 2013. Doctor re-lifted flap and did rinse with tobradex.

Event description:
The clinic reported that a laser vision correction patient presented with striae and epithelial growth inferiorly in both the eyes post treatment. For both eyes, flap lift, stretch and rinse was performed. Bandage contact lens was placed in both the eyes. Zymaxid medication was increased to six times a day. On (B)(6) 2013, patient developed grade 1 diffuse lamellar keratitis (dlk) in the right eye. Follow up was done next day for evaluation & possible lift. On (B)(6), perforated dosage was increased to once every hour. Next day, patient developed dlk grade I in both the eyes after epithelial removal and striae stretch was done. There was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
(B)(4). (Striae, dlk, epithelial ingrowth). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.